Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at 110mmh20. The valve was visually inspected; biological debris was noted inside the valve. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test, no occlusions were noted. The valve was leak tested and no leaks were noted. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the pressure issue is due to the biological debris found on the ruby ball, the biological debris was not letting the ball sit correctly. Based on the results of the investigation, the reported issue was confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a hakim valve could not be reprogrammed and was revised. The original lp shunt was implanted in (B)(6) 2018. The date was unknown. It was later reported that the patient had difficulty with walking and cognitive dysfunction. So the setting was attempted to be changed on (B)(6) 2018 with a neodymium magnet; however, the setting did not change. Since an improvement of walking was confirmed by tap test, a revision surgery of vp shunt was performed and a certas (82-8804) was implanted. The setting was 5.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.